Event description:
Upon removal of guideline post percutaneous transluminal coronary angioplasty it was noted particles/hydrophilic coating were stripped from the wire. Some loose particles were clinging to the wire. When a glove was wiped over the wire particles stuck to the glove. MFR has requested return of device, return pending.